Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery analysis concluded that plated lithium was found to initiate from the case, extend under the head space insulator, and contact the cathode tab. Based on this, the premature battery depletion after 48.3 months of service was determined to be the result of an internal lithium short between the case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.